Event description:
Additional information has been requested and received stating that patients were not affected and the problem was also solved. It was further stated that the small micro-scratches do not affect the patient's vision at all. Finally it was found out if the cartridge was filled properly the micro-scratches no longer occur. The problem has not been present for months. This was a mini problem which was solved and most importantly this problem has never made any clinical effects/problems for patients.

Manufacturer narrative:
Additional information provided in b.5., h.3., h.6., and h.10. A qualified lens and handpiece were indicated with a non-qualified viscoelastic. The root cause for the reported lens damage may be related to a failure to follow the instructions for use (IFU). It was stated that viscoelastic was used so that the window with the image of the iol on the cartridge was full. So the first 5-6mm seen from the loading side. This would only be at the loading area. This is not per the IFU. The IFU instructs to completely fill the cartridge with ovd immediately prior to loading and delivery of the lens. Do not attempt to load the lens without adequate ovd in the device. Not adequately filling the device with viscoelastic will result in inadequate coverage of lens and the lens fold path with ovd, which may result in damage. A non-qualified viscoelastic was indicated. Company foldable iols are qualified for use with an company qualified delivery system (handpiece and cartridge) and ophthalmic viscosurgical device (ovd) combination. The use of an unqualified combination may cause damage to the iol and potential complications during the implantation process. The manufacturer internal reference number is: (B)(4).

Event description:
A physician reported that during an intraocular lens (iol) implant procedure, there was immediate post implantation paracentral scratches. There was no patient harm. No further information available.

Manufacturer narrative:
A sample device was not returned for analysis. Complaint history and product history record could not be reviewed because the reporting facility did not provide a valid lot number or any identification traceable to the manufacturing documentation. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).